Event description:
Boston scientific received information that high pacing impedance measurements were noted on the right ventricular (rv) lead. The cause of the high measurements is unknown. The patient will be monitored for one month. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Information was later received that while attempting to revise the catheter, a connection issue was discovered. After the device and rv lead were connected properly, all measurements were appropriate. No adverse patient effects were reported.